Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no records potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe foreign matter - hair. The probable cause for the defect is related to a contamination during the manufacturing process. The operators will be notified from this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: a photo was received, and it is possible observe foreign matter - hair. DHR review: it was verified the batch record and the manufacturing date for this batch was august 25th to 26th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 1 cycle; qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. Maintenance review: no maintenance records that could related to defect are observed. Conclusion: based on the incident in question the batch history was analyzed. We inform you that specifically for foreign matter, visual inspections of the packaged product are carried out according to control plan, validated with the acceptable quality level (nqa) with the frequency of 2 hours and always analyzing 1 machine cycle. Before the batch is released to the consumer, the consumer still goes through the process of evaluation of the final inspection laboratory, where more validated visual tests are performed, certifying the conformity of the product. All records of the manufacture of the lot presented results in accordance with the specification. We emphasize that bd has an established process of production control to avoid any type of contamination in the products, which consists of: analysis of the productive raw material: bd suppliers are audited and qualified according to procedure and the criticality of the supplied components. All batches of raw materials received at bd are inspected for their characteristics according to individual specifications and also the conditions of their packaging. The components used in the claimed product (cylinder and plunger rod) are molded into the bd in a controlled production environment. Only the packaging material is of external origin. Good manufacturing practices: operators receive guidance on good manufacturing practices in accordance with quality procedures related to the cleaning and conservation of the factory, with cleaning and sanitizing actions of the manufacturing areas established in gg 048 0 ibw, procedures on gowning and hygiene, which state that it is only allowed the entrance into manufacturing places with the use of adequate gowning (hairnet, (B)(6) hairnet, coat) and after the hygiene of the hands to avoid contaminations. The correct use of gowning inhibits the possibility that some external dirt is carried into the productive area. Also as established by the procedure gg 028 0 rqs is prohibited the entry and consumption of food, use of accessories or belongings in the production area, thus avoiding the presence of substrates in the manufacturing process. Manufacturing process analysis: during the batch manufacturing process no record of any occurrence of the strange matter defect was identified. During the manufacture of these batches, visual inspections were carried out with pre-determined frequencies, which aim to ensure that the product meets the specification without presence of any foreign matter in all stages of manufacture. All the equipment has enclosures that aim to increase the protection of the products to the contaminations throughout the productive process. Based on this evaluation the potential causes for the problem is: after the evaluation of the evidence and the respective process and quality records, the presence of the foreign matter in the product was confirmed and it was concluded that the contamination occurred during the production process. Based on the severity and occurrence a CAPA is not required.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had what looked like a piece of hair inside the syringe. There was no report of injury or medical intervention.